Event description:
It was reported that during an implant procedure upon inserting the paddle lead, scar tissue obstructed the pathway and the lead took the path of the gutter. As the physician adjusted the position of this lead, the patient lost all motor function and lost fifty percent of their sensory abilities. The physician then aborted the case and monitored the neurological motor and sensory functions for the next thirty minutes. The patient was sutured up and had not regained motor or sensory functions at that point. The patient has since regained all sensation and strength, and is doing well. There are no neurological issues.

Event description:
It was reported that during an implant procedure upon inserting the paddle lead, scar tissue obstructed the pathway, and the lead took the path of the gutter. As the physician adjusted the position of this lead, the patient lost all motor function and lost fifty percent of their sensory abilities. The physician then aborted the case and monitored the neurological motor and sensory functions for the next thirty minutes. The patient was sutured up and had not regained motor or sensory functions at that point. The patient has since regained all sensation and strength and is doing well. There are no neurological issues.